Event description:
Same case as MDR ID 2134265-2013-06663. It was reported that a rotawire got severed. The target lesion was located at the right coronary artery. A 1.50mm rotablator rotalink plus rotational atherectomy system and an unspecified rotawire guide wire was selected to treat the target lesion. The rotalink plus was loaded over the rotawire. Platform testing was then done outside the body. During testing, the rotalink plus burr severed the rotawire. The other part of the severed rotawire was then pulled out from the patient's body. Both devices were exchanged for another of the same devices to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: only one section of the wire was returned for analysis. The visual and tactile inspection was performed and the device returned stuck inside the rotablator. Resistance was felt while removing the guidewire from the rotablator and presented bents along the body. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The sample presented evidence of bending and rotational bending fatigue with tension overload in an area with wear reduction as mode of wire failure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06663. It was reported that a rotawire got severed. The target lesion was located at the right coronary artery. A 1.50mm rotablator rotalink plus rotational atherectomy system and an unspecified rotawire guide wire was selected to treat the target lesion. The rotalink plus was loaded over the rotawire. Platform testing was then done outside the body. During testing, the rotalink plus burr severed the rotawire. The other part of the severed rotawire was then pulled out from the patient's body. Both devices were exchanged for another of the same devices to complete the procedure. No patient complications were reported and the patient's status was fine